Event description:
During a mandible resection/reconstruction procedure, the cannula in the 2.0mm cannula and obturator heated up while the surgeon was drilling with the matrixmandible 1.5mm drill bit through the matrixmandible threaded trocar drill guide. The heat did not dissipate and burned the pt's lip.

Manufacturer narrative:
Lot #: this info has not been provided. Additional info has been requested. Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.